Event description:
Meter was readings in decimal. She was not aware the meter was set in mmol/l. The customer was able to reset the meter to mg/dl with assistance. The customer did not ajust her medication or allege any adverse events. The meter is to be returned for evaluation and a new meter will be sent.